Event description:
It was reported the patient underwent an implant procedure. At the next day check, it was observed the ventricular leadless pacemaker had high pacing impedance and high capture thresholds. Programming changed were completed to address the issues. Four hours later, it was observed the pacemaker had no capture and no sensing and the patient was asystolic. A chest x-ray was completed to reveal the device had dislodged in the hepatic vein. The device was retrieved successfully. The patient was stable.